Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('left iliac fossa pain') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and fatigue outcome was unknown. The reporter considered fatigue and pelvic pain to be related to essure. The reporter commented: essure was removed on patient's request (medically necessary was not ticked). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pharmacist returned essure device removal questionnaire: sequence of patient's initials changed (to sequence first name, last name). Patient's height (160cm), weight (60kg) added. Essure was inserted in 2008 and removed on patient's request. Patient's pain was specified to "left iliac fossa pain" (no change in coding). Outcome 6 months after removal was unknown to reporter no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and fatigue outcome was unknown. The reporter considered fatigue and pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.